Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose with ketones, with blood glucose of 502 mg/dl at the time of the incident. The customer used manual injections to treat. The customer experienced symptoms such as inability to concentrate. It is unknown if the customer was wearing the insulin pump during the incident. The customer was getting constant motor error alarms. Troubleshooting was not completed as the customer was waiting to be treated. The insulin pump will be returned for analysis.